Event description:
It was reported that the lead had very low impedance. It was also reported that the lead was nicked by the doctor during a change out procedure 4 months ago. The lead was patched with a medical adhesive and sleeve. Per the manufacturer's device implant database, the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.